Event description:
Boston scientific received information that the patient was having a radiation over the right breast and the right atrial pacing impedance was 600-620 ohms but now is 2000 ohms. The physician wanted to know if radiation could affect the leads. Boston scientific technical services (ts) discussed that radiation can mainly affect the device but possible also that the leads or the tissue will be affected. This right atrial (ra) lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.